Manufacturer narrative:
Corrected information: h1, h6: health effect - impact code (annex f). H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary: as reported, during the exchange of two filiform double pigtail ureteral stents, the stents separated. The stents were in place for over twelve months. The first stent was removed from the left ureter before snapping in the bladder approximately 2cm outside of the ureteral orifice, leaving a separated segment in the ureter. The second stent was then removed from the right ureter, snapping 2/3 from the ureteral orifice and also leaving a separated segment in the ureter. A follow-up procedure was conducted to remove the remaining stent fragments. The left stent was removed with a grasper in the bladder. The right stent was removed with an extractor basket and ureterenoscope. Neither removed stent was encrusted. Both stents were successfully exchanged with new stents. All segments of the devices were removed from the patient. No adverse effect to the patient was reported due to this occurrence. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of dimensional verification, interviews with personnel, drawings, the instructions for use, and quality control data. A device failure analysis was conducted on the returned devices: two broken stents were returned in a specimen cup (one smaller and one larger stent). The smaller stent measured 14.5cm from the center of the remaining coil to the broken end, and its coil had an outside diameter of 1.6cm. The larger stent measured 27.8cm from the center of the remaining coil to the broken end, and its coil had an outside diameter of 1.6cm. Both stents had biomatter within the side ports, and the larger stent appeared to have a small degree of encrustation at its coil. The coil dimensions taken meet the stent¿s drawing specification. Based on the taper present at the unbroken ends of the returned stent fragments, the smaller stent fragment was from the proximal (untethered) end of the stent and thus was one of the segments initially left behind in the patient. The larger stent fragment was one of the pieces initially removed from the patient with its other more proximal segment temporarily left behind. Cook was unable to complete a review of the device history record (DHR) for the devices¿ lots as they were unknown. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered. How supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred. A clinical assessment of the event was completed and noted: based on the information provided, clinical assessment is unable to rule out user/procedural issues, manufacturing issues, and/or device failure as a cause of this event. It is unknown exactly how long the stent was in place; however, the user reported that they thought the stent was in place for ¿over 12 months¿, intended use for the device is less than 12 months. The handling of the device during placement and during removal is unknown. The cause for this incident was unable to be determined; however, the length of time the stents were left indwelling was unable to be eliminated as a contributing factor. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
(B)(6). PMA/510(k) #- pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during the exchange of two filiform double pigtail ureteral stents, the stents separated. The stents were in place for over twelve months. The first stent was removed from the left ureter before snapping in the bladder approximately 2cm outside of the ureteral orifice, leaving a separated segment in the ureter. The second stent was then removed from the right ureter, snapping 2/3 from the ureteral orifice and also leaving a separated segment in the ureter. A follow-up procedure was conducted to remove the remaining stent fragments. The left stent was removed with a grasper in the bladder. The right stent was removed with an extractor basket and ureterenoscope. Neither removed stent was encrusted. Both stents were successfully exchanged with new stents. All segments of the devices were removed from the patient. No adverse effect to the patient was reported due to this occurrence.